Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿m emailing in relation to a complaint surrounding two x25 drivers on the expedium core instrument set, tray 1 ((B)(4)). This loan set is currently at the (B)(6) hospital (po= (B)(4)) and due for return on (B)(6). During a procedure yesterday the surgeon had great difficulty final tightening set screws with these drivers because the tips appear worn. I would strongly suggest the inserters are removed from circulation immediately for inspection. I¿m concerned that if this loan set is released again that patient safety could be compromised! Please see below for full complaints information. Also see attached for loan incident report form. Date j&j became aware: (B)(4) 2018, date of event: (B)(6) 2018, name of reporter: (B)(6), hospital name: (B)(6) hospital, surgeon: (B)(6), hospital town: (B)(6), product name: x25 final tightener (x2), product code : 279712600, lot/batch/exp: g1208 & gm4697605. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Final tightening of all set screws was eventually achieved using the x25 final tighteners. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes- please note this is loan kit ((B)(4)). Please give a detailed explanation of the event: the surgeon was attempting final tightening of the set screws in a spinal construct. As he did this the x25 final tightener kept slipping in the head of the single innie set screw ((B)(4)), this meant the torque limiting handle wasn't torquing out and hence final tightening wasn't achieved. After persistence and applying greater pressure on the set screw with the x25- final tightening of all set screws was achieved. It should be highlighted that both of the x25 final tighteners on the set caused this issue.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hex lobes of the x25 final tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.